Event description:
The customer reported being hospitalized due to low blood glucose of 30mg/dl. The customer stated that she was no longer using the insulin pump as she had several issues with low glucose over the summer. The customer declined to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.